Manufacturer narrative:
(B)(4). Date sent: 5/14/2024 additional information was requested and the following was obtained: "were there any patient consequences? No were there any changes to the procedure or patients post op care due to the alleged device deficiency? No".

Event description:
It was reported that during an unknown procedure, bag broke while removing specimen from the abdomen. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were there any patient consequences? Were there any changes to the procedure or patients post op care due to the alleged device deficiency?" An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, bag broke while removing specimen from the abdomen.